Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there was an ECG reading for the internal ECG (yellow line) prior to PICC connection. It was stated there should be no signal there until the PICC is hooked up and introduced into the patient. It was stated it may be related to the fin assembly in the PICC kit. (B)(6) 2019, additional information received stated, "3 cg leads were determined to be damaged and [the rn] did not have the PICC kit open and was getting elevated p-waves on the stand alone 3cg unit."